Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labelling, material, and process controls were within specifications.

Event description:
A peritoneal dialysis patient identified a leak after treatment when she was breaking down the machine. The patient stated that the leak was in the cassette door and the base of the cycler. The samples were discarded. Prophylactic antibiotics were not used, and the patient's effluent remained cleared.